Event description:
The pump alarm was audible. The pump was interrogated and showed several motor stalls. The pump was programmed and no additional motor stalls occurred. The pt went home. Two hours after the reprogramming the pump stalled again with an audible alarm. The pt experienced withdrawal symptoms of more pain and a bad condition. The pump was replaced. There was no pt injury. The pump was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.